Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery was unresponsive. There was no adverse impact to customer's blood glucose. Additional information was not provided. The customer declined further troubleshooting with tandem technical support.